Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / pt contacted lfs on mar 11, 2010 alleging that control solution was missing from her kit. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to obtain further clinical info. The pt mentioned that on (B) (6) 2010, at around 11:30 am, the pt noticed that control solution was missing from her kit. It is unk whether the pt attempted to test her blood glucose since she did not have control solution. She took her usual dosage of diabetes medication. A few minutes later, the pt developed symptoms which consisted of red in the face, her face was flushed, she was not feeling well and was shaky. She did not seek any medical attention or contact her physician due to the reported issue. She mentioned that the closure seal on the package of control solution was intact prior to opening. The pt did not want to further troubleshoot with the customer care advocate (cca). Control solution was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, whether the pt attempted to test her blood glucose, and where she obtained the control solution from. The complaint is being reported since the pt alleged that due to the missing control solution she developed symptoms suggestive of a serious injury.